Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell 2 of 4. The baxter technical services representative (tsr) had the cg cycle the power to get a system error 2367, then again to clear it. The hc was then at "press go to start". The tsr informed the cg to start over with new supplies or to use manual supplies to complete therapy. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the cg. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012. He stated that they were never able to figure out what had caused the alarm that night, and had not noted anything unusual about the supplies. The patient's nurse had been contacted about the event, and there were no adverse effects reported in relation to this event. Bps spoke with the registered nurse on (B)(6) 2012. She stated that the patient had contacted her on the night of the event. She had told the care giver to shut down the homechoice for the night. The patient was continuing therapy on the homechoice with no further problems, and there were no adverse effects reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.